Manufacturer narrative:
Further information was requested but was not available.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD).

Event description:
New information received notes programming changes were made by the clinic. There were no reported patient symptoms or consequences.